Event description:
The customer stated that she was hospitalized for high blood glucose levels. Prior to the event, the customer was found unconscious and taken to the hospital. Unable to troubleshoot the insulin pump due to the customer's bad vision. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.